Event description:
The customer reported to olympus that the uretero-reno videoscope had an incorrect device used in cleaning process and now foreign material stuck in scope during reprocessing. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to clogging of the channel tube, the tube cleaning brush cannot be inserted, due to clogging of the channel tube, forceps cannot be inserted, and bending tube is damaged, bending section is broken, however a-rubber is not broken. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the biopsy channel could not be identified. The root cause of the issue could not definitively be determined, however, it appears that an incorrect cleaning accessory was used during device reprocessing. No additional event information was reported or available. The event can be detected/prevented by following the instructions for use which state: ¿ inspection of the instrument channel¿ "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope¿. ¿- be sure to brush the inside of the instrument channel and suction channel. Otherwise, insufficient cleaning and/or disinfection of the endoscope may pose an infection control¿. Olympus will continue to monitor field performance for this device.